Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that there was unexplained high left ventricular threshold via the device, but not via the analyzer. The device was explanted and replaced. The same issue was found on the replacement device, so the lead was capped and replaced. No patient complications have been reported as a result of this event.